Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon completion of a cryo ablation procedure a pericardial effusion was noted on intracardiac echo (ice). It was noted that after transseptal access a competitor guidewire was passed into a position that was not visible by the physician on fluoroscopy, the wire was removed and realigned and was able to be visualized in the left atrium, the sheath was exchanged with the guidewire and was visualized with fluoroscopy. Unremarkable pulmonary vein isolation with the use of a mapping catheter and balloon catheter was performed. It was additionally noted that the patient presented to the procedure in atrial fibrillation (af) and required intraprocedure cardioversion and was converted to normal sinus rhythm. Upon completion of the procedure the effusion was visualized on ice and a pericardial tap was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files for the date of the reported event were returned and analyzed. The data files did not show any system notices for the date of the reported event. No product was returned for investigation. A clinical issue was encountered during the procedure; no product malfunction was reported. In conclusion, there was no indication of a product malfunction and no product returned; a clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.